Event description:
The customer claimed that the cell-dyn ruby analyzer was intermittently showing out of range elevated platelet (plt) backgrounds when the backgrounds are run after several blood samples. The customer also stated that the plt carryover test failed to meet the specifications for the cell-dyn ruby analyzer. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation, results, labeling information inadequate/incorrect. An investigation was conducted to solve the issue of the occasional high platelets (plt) background counts reported while executing quality control (qc) runs. During subsequent validation testing, elevated red blood cells (rbc) background was also observed. The qc carryover counting flow sequence is the same for cbc test selection which is the most frequent test used by the customer. The increased trend of plt carryover failures during a review of instrument investigation reports for the months of (B)(6) of 2008 was also observed. The investigation found a design change occurred relative to a predecessor instrument that impacted carryover. This design error allows bubbles that are generated from bubble mixing (agitation by bursts of air pressure) of the specimen solution to extend into the upper surface areas of the rbc/plt mixing chamber that were not intended to be rinsed by design. This occasionally causes plt % carryover performance to exceed specifications. The rbc % carryover is impacted as well for the same reason. It was determined that the carryover performance for plt is less than or equal to 1.7% and for rbc is less than or equal to 1.2%. Carryover parameters were not challenged under the cbc test selection during validation and verification and clinical testing prior to product launch. A cell-dyn ruby product deficiency was established for the plt and rbc % carryover parameters that led to field action fa17nov2008. The communication to customers included modified specifications for carryover to the plt and rbc parameters. The plt and rbc % carryover is less or equal to 1.0% in the cell-dyn ruby system operator's manual. It was recommended to update the carryover labeling claims for plt to 1.7% and for rbc% to 1.2%. This is a final report.